Manufacturer narrative:
Information contained in this report has previously been submitted via psr on (B)(6) 2019. A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the returned device identified, underweight, broken shell and others, missing a piece of shell (0-25%) and red particles in the shell. A microscopic analysis was performed which identified, sharp broken and non-penetrating nick, near of the broken site, this condition was called surgical impact. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp broken due to surgical impact and a missing shell due to inconclusive. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation is rupture.

Event description:
Physician reported left side ruptured device. The device was explanted.